Manufacturer narrative:
Concomitant products: implantable tachy lead 6936. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿patient alert in implantable cardioverter defibrillators: toy or tool?¿ j am coll cardiol 2004;44:95¿ 8. Doi:10.1016/j.jacc.2004.03.051

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD) system. The article indicated that two weeks after a routine follow up visit, the patient received an alert signal. The system was interrogated and high voltage lead impedance was found. Testing was performed and oversensing was seen. A lead fracture was suspected, despite an ¿unsuspicious¿ chest x-ray. A lead revision was performed; during which high impedance was found on both leads; and lead fractures were confirmed. The leads were replaced. No patient complications have been reported as a result of this event.